Event description:
The customer reported that while drawing blood off an ECMO circuit the smartsite valve broke, the blue part pulled out of the cap, and air reached the patient. The perfusion team was contacted, the cmo circuit was clamped and the air went into the oxygenator. The patient had a clinical effect of decrease in heart rate and o2 saturation, but returned to baseline shortly after the event. No medical intervention was reported to be required. No further patient or event info was provided.

Manufacturer narrative:
(B)(4). The customer stated the product would not be returned. The customer complaint of smartsite valve broke could not be confirmed. The root cause of this failure was not identified.